Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no issues were found. A technical support specialist (tss) checked and confirmed that the drawer was online on remote support service, and that medbank my q link was syncing. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medbank customer tried to issue medication for the patient, but it had not allowed them to request rx verify. Nurse reported that cabinet was not in offline and not in sync up. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.